Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaints of pocket stimulation due to unipolar configuration observed on the right atrial lead; low impedance was also noted on the lead. Programming modifications were performed, and no other electrical anomalies were noted. The patient would continue to be monitored.

Event description:
New information received notes that the patient presented for follow-up in clinic with a recurrence of pocket stimulation and low impedance observed on the right atrial lead. Also noted was an occurrence of pacemaker mediated tachycardia and auto mode switch episodes due to noise on the lead. No other electrical anomalies were noted. Programming modifications were performed successfully. The patient would continue to be monitored.